Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was disclosed by the clinic that the ipg function was normal and the patient's blood pressure was unrelated to their ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient alleged that the implantable pulse generator (ipg) was not recording their blood pressure and heart rate correctly, since the readings were completely different from emergency room hospital and the readings at home. The ipg remains in use. No patient complications have been reported as a result of this event.